Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction mentioned on b5 was found during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: event 1 - foreign material: the light guide-lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide-lens and caused corrosion. Event 2 - residual liquid at the distal end, foreign material in hole: the foreign material may have been unremoved because the device was not reprocessed properly by the following leaks. Due to deformation of el-connector guide pin, water tightness is lost. Due to damage on ch-tube, water tightness is lost. Water tightness of forceps elevator is lost. The event can be detected/prevented by following the instructions for use: detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited leakage in the forceps elevator due to damage on the channel tube. It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material inside the light guide lens, and the forceps elevator was found to be leaking with the distal end having residual liquid and a foreign object in the hole. The subject device was not reprocessed before being returned to olympus. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.